Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device¿s sleep/wake button intermittently failed to respond, requiring multiple hard presses to activate, consistent with an unresponsive key or button associated with the switch component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, requests for supporting information, and analysis of user-provided information. Investigation of this case revealed an electrical problem associated with the switch component consistent with a button unresponsive issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.